Manufacturer narrative:
The reported event for inoperable ipg was not confirmed. At receipt, the ipg successfully communicated with lab utilities. The returned ipg accepted charge and was fully recharged at lab charging bank. It also passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient's ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.